Event description:
Hosp has had 3 occurrences of camera head moving without technologist telling it to move. Needed to use emergency stop button. Ge has been notified. Rptr is waiting for MFR to correct. MFR states they know this is a problem and rptr doesn't know if MFR has a fix for device or not. So far no injuries to pt.